Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports daughter received false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the two false negative results. See related case for alternate false negative result. Individual received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 23718d, reader sn (B)(4)). On (B)(6) 2022, individual tested positive with an ihealth rapid antigen test. On (B)(6) 2022, individual tested positive with an ihealth rapid antigen test and a binaxnow rapid antigen test. On (B)(6) 2022, individual tested positive with a second binaxnow rapid antigen test. Individual had symptoms and was on day 4 of her covid-19 infection. Cartridges were stored within the validated temperature range.